Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrioventricular reentrant tachycardia (avrt) case, the patient suffered ventricular fibrillation (vf) which required cardioversion to stabilize the patient. The arrhythmia occurred while mapping the mitral valve using a retroaortic approach. The physician states that he doesn¿t believe that the catheter caused or contributed to the complication. There were no further complications and the patient is stable and healthy. The cause of the vf is unknown.